Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-rays confirmed lead migration. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had migrated which was confirmed via x-rays. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.